Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anterior resection procedure, the firing of the device resulted in a successful end to end anastomosis but the firing sequence was reported to be difficult. The surgeon claimed that the firing of the stapler should be a smooth process but with this particular stapler it seemed to be stiff and hard to fire. It eventually "jumped" and completed the sequence but the firing sequence was not typical. The staple height window at the time of firing showed a staple height roughly equal to a gold reload (1.8 mm). The case was completed in normal fashion. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch # l53f92. The analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.